Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the (B)(4) device was returned inside its package unopened. Upon visual inspection, a loose clip was observed to be inside the package. In addition, the tyvek from the packaging was damaged. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was found that there was a clip in being dislodged from the device in the sealed package before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.